Event description:
The manufacturer received information a trilogy 100 ventilator was returned to the manufacturer's service center for evaluation for return to stock recertification. There was no harm or injury reported. On evaluation, the nurse call port was damaged; the network port was pushed in and would require replacement. Additional findings not related to the reported malfunction/issue: the front, rear, and base enclosures were damaged and would require replacement. The handle was cracked and would require replacement. The device did not meet acceptance criteria of evaluation process. The device was disqualified from recertification. The device was scrapped without repair.